Manufacturer narrative:
Unknown as the batch number was not disclosed. No allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report.

Event description:
The midline basilar tip artery aneurysm was successfully treated with stent assisted embolization. The patient did well immediately post procedure, but complained of extreme nausea when roused. One day post procedure the patient quickly desaturated requiring intubation and a ventilator for respiratory support. A CT scan demonstrated an acute right occipital stroke. Two days post procedure, a neurological assessment found that the patient only responded to pain stimuli on the right side, did not open eyes or follow commands. The patient's condition did not improve and two weeks post procedure, the decision was made to withdraw care and the patient died the following day.